Event description:
Patient is a 3-year-old female with t-cell (t-cell acute lymphoblastic leukemia) all, complicated by chemotherapy induced peripheral neuropathy and asparaginase-related pancreatitis (previously admitted to (B)(6) from (B)(6) 2025), admitted for undifferentiated shock and cardiac arrest following an acute presentation of vomiting thought to be related to tube feed intolerance. After presenting to clinic with reports of nausea/vomiting on (B)(6) 2025, she developed hypotension, respiratory distress, and became unresponsive. A code blue was called, and she was resuscitated prior to transfer to picu. After arrival to picu she experienced pea (pulseless electrical activity) arrest, requiring intubation and resuscitation with multiple rounds of epinephrine. Initial laboratory evaluation revealed profound pancytopenia (including severe anemia) and metabolic derangements (including lactic acidosis, hyponatremia, hyperkalemia, and acute kidney injury). Imaging with CT abdomen/pelvis demonstrated a large pancreatic pseudocyst with significant hemorrhage, which was determined to be the source of her hypovolemic shock and subsequent cardiac arrest. Pediatric surgery and hematology/oncology consults confirmed this diagnosis and conclusion. It is felt that this pancreatic pseudocyst developed because of the patient's previous diagnosis of asparaginase-related pancreatitis, a known side effect of the calaspargase-pegol (asparlas) therapy she last received on (B)(6) 2025. According to the ctcae (common terminology criteria for adverse events), the patient's clinical presentation is consistent with a grade 4 toxicity and thus she will not receive any further asparaginase therapy. Diagnosis for use: t-cell acute lymphoblastic leukemia.